Manufacturer narrative:
A supplemental MDR is being submitted due to completed engineering evaluation of the complaint. Sections g6, h2, and conclusions in this section have been updated. Section h6 codes have been corrected: type of investigation, investigation findings, investigation conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint of central regurgitation was confirmed based on field clinical specialist report. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, patient was on dialysis, which indicated that patient had chronic kidney disease (ckd). The ckd is a well-known factor that may increase the risk of atherosclerosis leading to early valve degeneration with central regurgitation. As such, available information suggests that patient factors (ckd) may have contributed to the reported event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 3 years after a transfemoral tavr procedure with a 26 mm sapien 3 ultra valve, the valve exhibited central regurgitation. A valve in valve was successfully performed with a 26 mm sapien 3 ultra valve and the patient was doing well. The patient has a history of endocarditis, septic shock and is on dialysis, and this is the reason the physician thinks it failed.